Manufacturer narrative:
The device history records (DHR) for the device was reviewed. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported increased dryness with some fluctuating blurry vision in a patient's left eye approximately three months post lasik. Patient is using lifitegrast ophthalmic solution, artificial tear and omega 3. Patient continues to be monitored. Upon follow up, dryness and surface punctate epithelial keratopathy (pek) are affecting the patients visual acuity. Therefore, best corrected visual acuity and manifest refraction have not been measured yet. Uncorrected visual acuity is likely to improve as the surface issues resolve. Dryness and blurry vision have not resolved yet. Patient continues to be monitored. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.